Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that after the patient¿s battery was brought out of an overdischarged stated stimulation was turned up to a certain amplitude while the patient was sitting in a chair. The patient felt uncomfortable stimulation in their back at the lead location. Impedance testing was done and the electrode impedance measurements ranged from 792 to 1046 ohms. The patient had not had any falls, but had increased in weight since (B)(6). The patient noticed around that same time that the implantable neurostimulator (ins) was closer to the skin and one corner of it was protruding out. It was reported that because the ins was protruding, the patient had knocked it on objects a few times. The patient had still been receiving good therapy during that time prior to the overdischarge. The patient stated that the protrusion of the ins had gotten worse since last october/november. The patient therapy settings were set to the following: program a1 set at (12+13-14-15+) with 450 pulse width, 40 rate, and 514 ohms and program a2 set at (10+11-12+) with 360 pulse width, 40 rate, and 663 ohms. Prior to the overdischarge the patient had been running program a1 around 4.5v and program a2 around 7.5v. When the manufacturer representative increased the amplitude up after the overdischarge, the patient started feeling uncomfortable on a1 at 5.7v and a2 at 2.2v. The manufacturer representative palpated the site where the patient felt the uncomfortable stimulation with the ins at 1.5 v. The palpation did not elicit any stimulation or painful sensations. This uncomfortable stimulation occurred (B)(6) 2016. An x-ray was performed and showed that the leads had not migrated and were in their original placement. Reprogramming was done and comfortable programs were created. The patient tested the new programs to ensure that the uncomfortable stimulation subsided. The patient was reported to have been doing well after the reprogramming session. Since the reprogramming was successful, no further actions or interventions were planned at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.